Event description:
It was reported that during implant of the left ventricular (lv) lead it was attempted, but not used due to difficult patient anatomy for adequate positioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.